Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and severely tortuous left superficial femoral artery. A 6.0x60mm non bsc stent was deployed in the lesion. The 5.0x20mm sterling balloon was used to post-dilate the stent and was inflated once to 10 atms. On the second inflation, the balloon ruptured at 10 atms. The physician completed the procedure by using another balloon for post-dilation. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).